Manufacturer narrative:
Lot and expiry information are not available at this time. Investigation: a terumo bct technician checked out the machine at the customer site. Upon visual inspection, no damage was seen. Visual inspection of all ground show that they are all secured and in specification. Performed a pressure check on all pressure transducers and all are 100% functional and in manufacturer's specifications. Performed ground wire resistance and no problem. Performed leakage current test and all in specifications. Performed an autotest per manufacturer's specifications. All tests passed and no problems were found. The machine was returned to service. Investigation is in process. A follow up report will be provided.

Event description:
The customer reported that a patient coded and passed away during a therapeutic plasma exchange (tpe) procedure. The customer declined to provide patient identifier, age, presenting diagnosis, autopsy results or cause of death. Gender and weight obtained from the run data file (rdf) this report is being filed due to patient death, though there is no allegation that the device caused or contributed to the death. The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.10. Investigation: the lot number was not provided, therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in b.6, h.6, and h.10. Investigation: the run data file was analyzed for this event. Analysis of the run data file found the pumps operated as designed, the pressures in the set and the levels in the reservoir were well within the normal operating ranges, the images from the aim system were clear, and the lighting was in the appropriate range. The device operated as intended. Per terumo bct internal medical review and analysis, the device did not cause or contribute to this incident. Root cause: based on the information provided, the cause of death could not be determined. However, service of the device and run data file analysis indicate the death was related to the patient's medical condition.